Event description:
Based on a review of medical records provided by the pt's attorney: (B)(6) 2007 - laparoscopic incisional hernia repair with composix kugel mesh. Trocar site closed with a ventralex mesh. On (B)(6) 2007 - exploratory laparotomy, removal of the composix kugel mesh, incisional hernia repair with non-bard mesh. It was noted that peritoneal contents were adherent to the mesh but were easily dissected off. The mesh was noted to be fairly contracted and has areas that had folded upon itself. The ventralex mesh was noted to "seem kind of curled up" and was removed.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional info received. Currently, it is unk whether the device may have caused or contributed to the reported event. The pt is reported to have developed a recurrence four months after implant of the composix kugel mesh. Recurrence listed as a possible adverse reaction in the product's instructions for use. A manufacturing review was performed and did not find evidence of a manufacturing related cause for the reported event. Additionally, no sample has been returned for eval. With the info provided, no conclusion can be drawn. Refer to MDR 1213643-2009-00184 for info regarding the ventralex mesh implanted on (B)(6) 2007.